Event description:
End user states that when the battery is low, the chair will just abruptly stop working, it doesn't slowly just stop working, it abruptly quits and has left end user stranded. States if he slows the speed control way down, it will continue to operate.